Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge via in liquid with residue/debris on product. Visual inspection found no viisble damage to lens. Dimensional inspection found the lens to be within specification. Claim# (B)(4).

Manufacturer narrative:
A4-a6:unk. Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm vticm512.1 implantable collamer lens of -6.0/3.0176 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2023. The lens was intraoperatively implanted, removed, and replaced for a same size lens implanted vertically, due to low vault without rotation. The problem was resolved. Status of the eye is, "good." The cause of the event is unknown.